Event description:
Outbound. Cadd ms3 pumps alarming out of medication when there is about 0.5ml of medication left in syringe, syringe lot 210720, expiration 07/19/2023. No further details provided. (B)(4).